Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("increased bleeding & blood clots") in a female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, abdominal pain, ovarian mass, cyst and uterine bleeding. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), vertigo ("vertigo"), allergy to metals ("nickel allergy"), urticaria ("hives/broke out in hives on my arms and stomach"), depression ("depression") and anxiety ("anxiety"). The patient was treated with buspirone, tramadol, surgery (hysterectomy and removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had not resolved, the abdominal pain lower, migraine, vertigo, allergy to metals and anxiety outcome was unknown, the urticaria had resolved and the depression was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, genital haemorrhage, migraine, pelvic pain, urticaria and vertigo to be related to essure. Diagnostic results: in (B)(6) 2011, essure confirmation test was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. The case became incident. Event severe and permanent injuries was deleted and new events added-pelvic pain, cramping , migraines, increased bleeding & blood clots, vertigo, nickel allergy/hives, depression and anxiety. Lab data added. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("increased bleeding & blood clots") in an adult female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding, abdominal pain, ovarian mass, cyst and uterine bleeding. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), migraine ("migraines"), vertigo ("vertigo"), allergy to metals ("nickel allergy"), urticaria ("hives/broke out in hives on my arms and stomach"), depression ("depression") and anxiety ("anxiety"). The patient was treated with buspirone, tramadol, surgery (hysterectomy and removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had not resolved, the abdominal pain lower, migraine, vertigo, allergy to metals and anxiety outcome was unknown, the urticaria had resolved and the depression was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, genital haemorrhage, migraine, pelvic pain, urticaria and vertigo to be related to essure. Diagnostic results: in (B)(6) 2011, essure confirmation test was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.